Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. Final analysis found the pulse generator in backup vvi mode due to corrupted software. The product code was reloaded and normal function ensued. Further analysis of the product code indicated that the problem was caused by a defective sram.